Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous common iliac artery. During deployment of the 10.0mmx100mmx80cm absolute pro vascular self-expanding stent system (sess), the outer sheath moved only 2cm-3cm and the thumbwheel could not rotate any more to fully deploy the stent implant. The sess handle was dissembled to manually pull the outer sheath, fully deploying the stent implant in the target lesion. The procedure was completed successfully. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent could not be tested due to the condition of the returned unit (the stent implant was already deployed). Based on a visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.